Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided by the patient. The data was reviewed on 07/21/2016. The reported event of loss of connection on (B)(6) 2016 was confirmed. However, a root cause for the reported loss of connection cannot be determined.